Manufacturer narrative:
The high-resolution stereo viewer (hrsv) monitor was returned for failure analysis, and the reported issue was replicated. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the test system. The system powered on showing a blank screen. The root cause was attributed to a faulty monitor.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the customer reported that right eye was black at start up and the screen would not power on. The customer did a reset of the console after procedure, but monitor was still black with no error codes visible. The customer suspected a bad screen. The right eye on surgeon side console (ssc) 1 was black and showed no response. The procedure was aborted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed, and it was post-anesthesia when the issue was first identified. The procedure was successfully completed with the second surgical console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced monitor to resolve the issue. The system was verified and ready to use. Isi has not received the monitor for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.